Event description:
The ground on the sigma IV pump power plug was pulled out of the plug. This has happened several times.======================manufacturer response for sigma IV infusion pump, sigma spectrum (per site reporter).======================they will send us a replacement power adaptor.